Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2026) the information provided by bd represents all of the known information at this time. Device pending return.

Event description:
It was reported that during a port placement procedure, the puncture needle allegedly had a crack at the base. It was further reported that the device allegedly had a vacuum failure. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the puncture needle allegedly had a crack at the base. It was further reported that the device allegedly had a vacuum failure. The procedure was completed using another puncture needle. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4(expiry date: 03/2026), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the puncture needle allegedly had a crack at the base. It was further reported that the device allegedly had a vacuum failure. The procedure was completed using another puncture needle. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard port MRI implantable port kit was returned for evaluation. Functional, gross visual, and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture issue, as the introducer needle hub was noted to have cracks throughout. The investigation is inconclusive for the reported suction issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. Furthermore, during the sample evaluation distal end of the guidewire was noted to be fractured, core wires were exposed was considered to be an incidental findings since it was not related to the original reported event. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2026), g3, h2. H11: h6 (method, result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.